Event description:
The port was placed in a patent vein on the left side of a pt. After the port was sutured down, the dr checked to make sure the port was patent. The dr could inject into the port, but could only get a couple cc's of blood when aspirating (and then sucked air). He injected contrast and found the catheter to be patent. X-rays found no kinks.